Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with his artificial urinary sphincter (aus) experienced recurring urinary incontinence. A revision surgery was performed, upon examination urethral atrophy was found which caused the cuff to be too large. In addition, fluid leakage at an unspecified location was found. The device was explanted and replaced using a smaller cuff. No additional patient complications were reported.